Manufacturer narrative:
The reported event was confirmed by reviewing available log files. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on (B)(6) 2018.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. Troubleshooting may resolve the issue.